Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment of an error warning. It was further noted that the emergency key was not responding. In addition it was noted that the keypad control panel printer was damaged, left and right keyboard hinges were broken, left and right bullets assy were missing. All found defective parts were replaced and all other identified issues were resolved. The software was re-installed and updated. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error warning. The programmer was returned for service and subsequently tested out- of-specification during manufacturer's analysis. No patient complications have been reported as a result of this event.